Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The device was returned to the service center for evaluation. A leak was found around s-cover seal. The scope¿s plastic cover was found to be dented and scratched. The bending section rubber glue was cracked at both ends (bending section cover and insertion tube). The objective lens and light guide lens glue was deteriorated (chips dnr) with cement peeling. A baroscope was used to inspect inside the scope¿s channel and found deep scratches. Gouges were noted in the switch 1 rubber. The scope¿s nozzle was clogged. Multiple dents were noted in the insertion tube. The control body plate missing. Scratches, dents and buckles were found on the light guide and scope connector. The scope¿s angulation was noted to be low. All connector labels were peeling required replacement. The legal manufacture will further investigate this matter.

Event description:
The service center was informed that the scope was noted to have a sticky residue in the channel. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information from the user facility states this issue was observed during a therapeutic procedure. The sticky substance "fibrin glue" that was in the channel was used in the procedure. It has a propensity to solidify quickly. There were no other devices involved in the event. There was no delay in the procedure. The intended procedure was completed. The scope was cleaned and processed as recommended by olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the device evaluation, residue in (and leaking from) the channel was confirmed. This residue was determined to be fibrin glue, which was used for a procedure. Fibrin glue has a propensity to solidify quickly. It is likely that improper processing (delay in pre-cleaning, insufficient brushing) led to this phenomenon. In addition to confirming the suggested event, the investigation and device evaluation also identified channel damage. The channel damage is likely caused by user handling with an endotherapy accessory as a deep scratch was found on the inner wall of the channel. Based on a review of the instructions for use, the below relates to the residue within the channel: precleaning the endoscope and accessories: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories bedside in the patient procedure room immediately after each patient procedure. Manually cleaning the endoscope and accessories: brush the channels, be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk. Based on a review of the instructions for use, the below relates to the channel damage: using endotherapy accessories: when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve may be damaged and pieces of it could fall off. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. All other issues identified in the initial report (plastic cover dented / scratched, bending section rubber glue was cracked, objective lens and light guide lens glue deteriorated, gouges in switch 1 rubber, dents noted insertion tube, control body plate missing, scratches / dents on the light guide, low scope angulation, and peeling connector labels) have no potential to cause or contribute to death or serious injury if they were to recur.